Event description:
It was reported that leakage occurred with a syringe 10ml ls emerald. The following information was provided by the initial reporter, . "During the preparation of a chemotherapy syringe (methotrexate, cytarabine and methylprednisolone), a leak is observed at the piston seal."

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos for catalog 307736 lot 1809321 to investigate for this record. Visual examination of the photos shows the syringes full of the chemotherapy drug inside. A small quantity of this drug was lost through the stopper. As a result, bd was able to verify the reported issue. Bd believes that the cause of the problem could be produced because of a damage in the stopper lip. After discussing with our manufacturing technicians, another probable root cause of the problem is an incorrect assembly of the stopper to the plunger as a result of some molding defect in the stopper. DHR showed no indication of the alleged defect. H3 other text: see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a syringe 10ml ls emerald. The following information was provided by the initial reporter. "During the preparation of a chemotherapy syringe (methotrexate, cytarabine and methylprednisolone), a leak is observed at the piston seal."